Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported left side rupture. Device status is unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Event description:
The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.